Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheath was not tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported shaft separation appears to be due to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when attempting to remove the yellow protective sheath of the 3.5 x 28 mm implant delivery system. Subsequent attempts while pulling on the sheath resulted in the shaft of the delivery system separating. The device was not used on the patient. Another device was used to successfully finish the case. No clinically significant delay in the procedure was reported. No additional information was provided.